Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported during insertion the sheath introducer buckled like an accordion. As a result, another sheath was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.